Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688t competitor implantable pacing lead: (B)(6) 2010. 5071 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product performance information was also received, analyzed, and battery depletion was indicated. The time of recommended replacement time in save to disk occurred on (B)(6) 2012 as device was <(><<)>=2.651 volts. The weekly battery voltage trend data shows minimum battery was 2.631 to 2.611 volts between (B)(6) 2012. Two low battery voltage alerts occurred on (B)(6) 2012.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.